Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain it was reported that the recharger antenna used to charge their implanted neurostimulator(ins) in 45 minutes to 1 hour and now took 1 hour 15 minutes to 1.5 hours since "maybe" 1.5 weeks ago. Pt mentioned their recharger antenna was getting hot to the touch when charging the ins(pt agreed emphatically that the recharger antenna was hot when charging ins and then said after charging the recharger antenna was "really" warm). Pt mentioned the controller displayed the "batteries" screen and the ins charge was 70% and the controller was 80%. Pt was charging the ins, and thought the batteries screen was an abnormal screen. Patient services specialist showed the pt how to use the controller and the controller seemed to be functioning as designed by the end of the call(pt was clicking on the menu and was confused because clicking on the menu did not allow the pt to access the batteries screen). Pt described the top of their controller screen as having"3 little batteries in it" and was on group b.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(6), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (serial number (B)(6) was unable to verify the complaint (found no issues with finding or charging ins). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.